Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws are misaligned. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in august of 2017. The returned instrument was evaluated and found that the jaws are loose and misaligned in the closed position and the jaw pivot pin is slightly pushed into the outer tube assembly thus we are able to validate this complaint. We are unable to determine what caused the jaw pivot pin to be slightly pushed into the outer tube assembly and for the jaws to be loose and misaligned but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws are misaligned. There was no reported patient injury.